Event description:
The customer's spouse contacted nephron pharmaceuticals corp. Regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The initial reporter stated that the atomizer failed to produce an aerosol mist while her husband was experiencing an asthma attack. Her husband went to the emergency department at the hospital and required nebulizer treatments to alleviate his asthma symptoms. The patient is a (B)(6) male with a past medical history that is significant for asthma. He is a nonsmoker and reports allergies to penicillin. The investigated product for the enclose medical device report is listed among the implicated lots for a nationwide recall initiated by the MFR health and life co, ltd. On 05/08/2013.

Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequences is improbable. The root cause of this complaint cannot be identified, since the device was not returned.